Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e2305 cyanosis.

Event description:
It was reported that an unspecified malfunction occurred. The patient did not remember many details as the event happened 2 months ago. The patient reported that the sensor stopped working, but did not remember the specific sensor error, or what exactly happened. An unknown point after the sensor stopped working the patient experienced a seizure and was ¿turning blue¿. The cgm was not providing any readings during this moment and the blood glucose reading was low. The patient was brought to the hospital where another fingerstick was done and the blood glucose reading was 30 mg/dl. The patient was treated with unspecified intravenous fluids to raise the blood glucose level and 2 doses of ativan for the seizure. The patient stayed in the hospital for 2 days before he recovered and was discharged. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.